Manufacturer narrative:
A ge service representative performed an onsite investigation. The generator calibration was performed. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported a generator error. Also, the system would not make images at some angles. This resulted in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death.